Event description:
Boston scientific received information that the patient had a lead dislodgement. Upon fluoroscopy it was noted that there was slack on the lead when the patient was lying flat. Upon standing up, the slack was out and the right atrial lead was pulled back out of position. The patient was morbidly obese which made the physician believe that the location of the device and the way the pocket shifts was causing it. The physician needed a longer lead to put more slack on the lead so that when the patient stands up the lead was not pulled out of the heart. This lead was explanted and the physician implanted an rv and ra leads. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.